Event description:
It was reported that patient was walking out of departmental store and felt an increased in stimulation while their stimulation was on. It was added that patient felt ok walking in the store but on the way out surge was strong. It was added that patient was able to turn down the stimulation with programmer and was fine. It was added that compatibility guidelines were requested for emi from theft detectors. Additional information received later that malfunction was seen and the cause of issue was determined. It was reported that patient stimulation was working and covering the areas that he needed. It was also indicated that patient had no issues.

Manufacturer narrative:
Concomitant medical products: product ID 3708160, serial# (B)(4), implanted: 2011-(B)(6), product type extension, product ID 39286-65, serial# (B)(4), implanted: 2011-(B)(6), product type lead, product ID 3708160, serial# (B)(4), implanted: 2011-(B)(6), product type extension, product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).